Event description:
Customer called to report the insulin pump alarmed relating to unexpected restart and external ram error. Found that customer had entered the wrong date into the insulin pump. Assisted with correction. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.